Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the surgeon discovered, under a microscope, the lens had a scratch. The consumer reported his vision is impaired by the scratch on the lens and is concerned that the lens may separate. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/24/2012 and 03/05/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).